Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and diarrheas, vomiting and having delusions. The patient reports receiving a communication error for their pod and continuous glucose monitor (cgm). The patient was taken by ambulance to the hospital. Once at the hospital the patient had a magnetic resonance imaging (MRI) performed as the patients doctor reports the patient may have had an abscess. The patient was placed in the intensive care unit. The patient was treated with an insulin drip and magnesium. The patient was prescribed amoxicillin to be taken 2 times daily for an unrelated infection. The patient was discharged from the hospital after 4 days.